Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the customer received the following results, with two different aviva meters, within 10 minutes: 45 mg/dl at 1:32 p.m. (System 1), 133 mg/dl at 1:33 p.m. (System 2), 29 mg/dl at 1:40 p.m. (System 1), and 108 mg/dl at 1:42 p.m. (System 2). No adverse event reported. The same test strip vial was used for both meters and results. Return of the suspect device was requested for evaluation.